Event description:
It was reported that the patient experienced chest pain and the lead exhibited loss of sensing and pacing due to cardiac perforation. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.